Manufacturer narrative:
(B)(4). The customer (biomedical engineer) evaluated the device and verified the reported issue.   After replacement of the battery assembly, normal device operation was observed through functional and performance testing.  The device has since been returned to service for use.  The cause of the reported issue could not conclusively be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off when he attempted to charge the device for defibrillation energy. There was no patient use associated with this event.